Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the communication error was internal corrosion and leak due to cracks on the cover were found. The image was normal after drying the subject device. The conduction failure occurred at the internal circuit board by influence of moisture which entered from the leaking point. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite bronchovideoscope displayed a communication error when connecting the scope. The error was displayed when preparing the scope for use. The customer did not record the error code and the intended procedure was unknown. Another scope was used to complete the procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was no image. The report is being submitted due to there being no image found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found that water tightness was lost due to a crack on the scope connector. After drying the scope, the image was normal. This event is under investigation. A supplemental report will be submitted upon receiving additional information.